Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Lot number was not provided by customer.

Event description:
(B)(4) ¿ the dentist reported that 4 months and 23 days after the dental implant was installed in intraoral region 13#, its non-osseointegration was observed and occlusal overload has occurred. Moreover, 32n.cm of primary stability was achieved, the patient presented bone type ii and immediate load was performed.